Manufacturer narrative:
(B)(4). Investigation of this incident is currently ongoing. A follow-up/final report will be submitted when additional information becomes available.

Event description:
It is reported that the impactor pad cracked while placing the femoral trial during a knee arthroplasty. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: complaint sample was evaluated and the reported event was confirmed. A femoral impactor pad was returned and evaluated. Visual inspection found the device fractured into 3 pieces. It appears all the pieces were returned. Gouge marks and dents were noted which is indicative of repeated use. The part was manufactured on (B)(4), 2013 with a potential field life of 3 years and 10 months, and an unknown frequency of use. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.